Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 07-jan-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the reported event occurred because inappropriate attaching to the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the subject device was removed from the patient during the end of the procedure of a biliary catheterism, the user noticed that the single use distal cover (maj-2315) which was attached to the subject device moved. The user stated that the single use distal cover might have inappropriately positioned to the subject device before the procedure. The single use distal cover remained in the patient's larynx. During the user removed the single use distal cover from the patient, which resulted in oxygen desaturation of the patient, however there was no patient consequences and no problem to date. Olympus (B)(4) will train the user by request from the user. The user did not send the subject device to (B)(4).

Manufacturer narrative:
This supplemental report is in response to the inquiry from FDA dated march 5, 2021 in regard to MDR 8010047-2021-02595. This supplemental report is being submitted to correct initial report and the section h6 was updated. It is unknown how the user has removed the subject device from the patient, therefore we select [4641 unexpected medical intervention] instead of [4642 additional device required]. Also, there is no information that airway obstruction and/or choking have occurred, therefore we select only "desaturation [2477 low oxygen saturation]" which has occurred actually.